Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. Device was received with cracked keypad overlay, cracked case-corner of belt clip rails, and missing display window cover. Unable to confirm battery cap damage due to device received without the original battery cap. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The customer was reported that battery cap was damaged. Time was advancing. Keypad had no response. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.